Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported there was a concern that the device battery voltage measured 2.69v and 3 months earlier it measured 2.76v. It was also noted the device is programmed to low outputs and is does little pacing. The device remains in use. No patient complications were reported as a result of this event.